Event description:
It was reported that this right atrial (ra) lead was repositioned one day after it was implanted. The health care provider indicated that a device field representative was not present for the procedure. No further information regarding the issue was known. The lead remains in-service, and no adverse patient effects were reported.